Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-15 implantable pacing lead, implanted: (B)(6) 2009; addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the atrial and ventricular leads were fractured. It was further reported there was high impedance and noise. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.